Manufacturer narrative:
The clip remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. A review of the complaint history did not identify any similar incidents. The reported patient effect of tissue damage as listed in the mitraclip gen 4 system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, a definite cause for the reported single leaflet device attachment (slda) and tissue damage cannot be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip was implanted in a2/p2 without issues, reducing mr to 1. The steerable guide catheter (sgc) was removed and the final transesophageal echocardiography (tee) confirmed everything looked great; however, a second tee was performed and it was observed that the clip was only attached to the anterior leaflet due to a posterior leaflet tear (slda) and mr returned to 4. A new sgc was used through the same transseptal puncture and a second clip was implanted stabilizing the first clip and reducing mr to 1. The patient remained stable. No additional information was provided.